Event description:
It was reported that the subject device exhibited too much play/looseness in the optics. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattles, poor watertightness of cable unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to deterioration of the coupler unit ¿ the coupler rattled. The probable cause of the additional reportable malfunction (water tightness was lost) found during device evaluation was traced to poor watertightness of the cable unit. Olympus will continue to monitor field performance for this device.